Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient lost access to sound with her cochlear implant. The external parts were exchanged, but there was still no hearing sensation. Re-implantation was suggested.

Manufacturer narrative:
Conclusion:in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary, however, as the device has been discarded, it is not available for investigation. This is a final report.

Event description:
The patient lost access to sound with her cochlear implant. The external parts were exchanged, but there was still no hearing sensation.